Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Failure analysis was unable to prime during prime alarm test due to faulty force sensor resistor. Pump passed basic occlusion test and displacement test. No motor error alarms noted. Motor tested ok. Failure analysis was nable to confirm excessive no delivery alarm test due to prime anomaly.

Event description:
The customer reported via phone call that they received a motor error alarm. Customer also stated they received multiple no delivery alarms while priming. Customer's blood glucose was unknown. The customer also reported they have gone through airport scanners with the insulin pump. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.